Event description:
It was reported that a user received a ¿dosing stops soon¿ alert on the ilet due to signal loss between the ilet and a dexcom g7 sensor, and the user had not re-paired the sensor after toggling; the user was guided through re-pairing and informed a new warmup would occur, and was advised to contact dexcom for the pairing code or replace the sensor. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing until re-pairing and warmup were completed. Investigation included remote troubleshooting and user education regarding sensor pairing and device operation. Investigation of this case revealed a communication break in the cgm-to-ilet connection requiring re-pairing, with the cgm pairing code unavailable in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors related to cgm pairing resulting in loss of cgm communication to the ilet.